Event description:
It was reported that during a tonsillectomy procedure using a procise xp wand with a coblator ii controller, the wand allegedly arched to a pair of forceps being used at the same time. This event did not hinder or delay the procedure in any way. There was no pt harm nor any reported complications as a result of this event.